Event description:
It was reported the lumify ultrasound system was not available during a critical procedure. During an extracorporeal membrane oxygenation (ECMO) procedure, the ultrasound system failed to provide imaging. Additional information is being obtained to determine patient outcome.

Manufacturer narrative:
An investigation was performed; however, there was insufficient information to determine cause of the reported issue. Essential information such as the physical device, logs, or steps to reproduce the issue were not provided.